Event description:
This unsolicited case from united states was received on 17-nov-2017 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after few days patient was stiff, not easy to move; after unknown latency had pain/shooting pain behind knee, swollen from knee down to shin, walking is now more difficult than before/can barely even walk and cannot put weight on her right leg no relevant past medications and concomitant medications were reported. Patient had difficulty in walking before synvisc one injection. Patient said before the hardest part was going down the stairs. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number and expiration date: not reported) for osteoarthritis in right knee. On an unknown date in (B)(6) 2017, the 1st 2 days or so patient was stiff and it was not easy to move (latency: few days). But it got progressively worse. On an unknown date in 2017, after unknown latency, it was reported that walking was now more difficult than before she had the synvisc one. Patient said at first she tolerated the pain with ibuprofen and tylenol and then about 1.5 weeks ago the doctor gave her a cortisone shot to calm knee down. On an unknown date in 2017, after unknown latency it was swollen from knee down to shin. The cortisone shot gave her temporary relief but the pain was back. It was reported that the patient could not put any weight on her right leg. If she did there was shooting pain behind knee. Patient has osteoarthritis and the doctor said there was not much cartilage especially below her knee cap. Patient was a candidate for knee replacement eventually, but he said she might benefit from synvisc one. Patient said now she could barely even walk. Patient could not even go to work today because of it. Patient was icing and elevating the knee as per doctor they have also increased her ibuprofen and tylenol dose. Corrective treatment: cortisone, icing and elevating the knee for she was stiff, swollen from knee down to shin; ibuprofen, paracetamol (tylenol) and cortisone, icing and elevating the knee for pain/shooting pain behind knee; icing and elevating the knee for it was not easy to move and walking is now more difficult than before/can barely even walk; not reported for cannot put weight on her right leg outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with gptc number: 50522 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for she was stiff, swollen from knee down to shin, pain/shooting pain behind knee additional information was received on 12-dec-2017. The global ptc number with ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 17-nov-2017 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after few days patient was stiff, not easy to move; after unknown latency had pain/shooting pain behind knee and could not put weight on her right leg, after 7 days was swollen from knee down to shin/swelling occurred, walking was now more difficult than before/can barely even walk/unable to walk. Also reported that patient was pregnant during treatment with synvisc one (exposure during pregnancy). No relevant concomitant medications were reported. The medical history included epilepsy (no longer diagnosed), had difficulty in walking before synvisc one injection. Patient said before the hardest part was going down the stairs. The patient had allergy to carbamazepine (tegratol), phenytoin (dilatin) (rash) on (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number and expiration date: not reported) in right knee for osteoarthritis and right knee pain. It was reported that the patient was pregnant during treatment with synvisc one (exposure during pregnancy). On an unknown date in (B)(6) 2017, the 1st 2 days or so patient was stiff and it was not easy to move (latency: few days). But it got progressively worse (within week knees became worse). On (B)(6) 2017, 7 days after receiving synvisc one injection, the patient had swelling, was unable to walk and walking was now more difficult than before she had the synvisc one (worse than prior to treatment). Patient said at first she tolerated the pain with ibuprofen and tylenol and then about 1.5 weeks ago the doctor gave her a cortisone shot to calm knee down. The doctor recommended cortisone shot that provided comfort for a short while. It was swollen from knee down to shin. The cortisone shot gave her temporary relief but the pain was back. On an unknown date in 2017, after unknown latency, patient could not put any weight on her right leg. If she did there was shooting pain behind knee. Patient has osteoarthritis and the doctor said there was not much cartilage especially below her knee cap. Patient was a candidate for knee replacement eventually, but he said she might benefit from synvisc one. Patient said now she could barely even walk. Patient could not even go to work today because of it. Patient was icing and elevating the knee as per doctor they have also increased her ibuprofen and tylenol dose. The pain got bad since the patient stopped synvisc one. On (B)(6) 2017, the patient consulted healthcare professional. The patient visited emergency room. On (B)(6) 2017, MRI was done (results not provided). Corrective treatment: cortisone, icing and elevating the knee for walking is now more difficult than before/can barely even walk/unable to walk, she was stiff, swollen from knee down to shin/swelling occurred; ibuprofen, paracetamol (tylenol) and cortisone, icing and elevating the knee for pain/shooting pain behind knee; not reported for cannot put weight on her right leg outcome: not recovered for pain/shooting pain behind knee; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with gptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for walking is now more difficult than before/can barely even walk/unable to walk, she was stiff, swollen from knee down to shin/swelling occurred, pain/shooting pain behind knee additional information was received on 12-dec-2017. The global ptc number with ptc results were added. Text was amended accordingly. Additional information was received on 17-dec-2017 from the patient. The additional event of "pregnant during treatment with sanofi-aventis product" was added with details. The event term was updated from "walking is now more difficult than before/can barely even walk" to "walking is now more difficult than before/can barely even walk/unable to walk" and from "swollen from knee down to shin" to "swollen from knee down to shin/swelling occurred". The event onset dates of "walking is now more difficult than before/can barely even walk/unable to walk" and "swollen from knee down to shin/swelling occurred" was updated from 2017 to 19-oct-2017. The treatment (cortisone) for the event walking is now more difficult than before/can barely even walk/unable to walk was added and its seriousness criteria (required intervention was added). The outcome of pain/shooting pain behind knee was updated from unknown to not recovered. The medical history of epilepsy and allergic history was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 19-dec-2017: this case concerns a patient who received synvisc one injection and later had stiffness and walking diffciulty for which patient received cortisone shot. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on 17-nov-2017 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after few days patient was stiff, not easy to move; after unknown latency had pain/shooting pain behind knee and could not put weight on her right leg, knee was now worse after receiving the injection, after 7 days was swollen from knee down to shin/swelling occurred, walking was now more difficult than before/can barely even walk/unable to walk. Also reported that patient was pregnant during treatment with synvisc one (exposure during pregnancy). No relevant concomitant medications were reported. The medical history included epilepsy (no longer diagnosed), had difficulty in walking before synvisc one injection. Patient said before the hardest part was going down the stairs. The patient had allergy to carbamazepine (tegratol), phenytoin (dilatin) (rash) on (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number and expiration date: not reported) in right knee for osteoarthritis and right knee pain. It was reported that the patient was pregnant during treatment with synvisc one (exposure during pregnancy). On an unknown date in (B)(6) 2017, the 1st 2 days or so patient was stiff and it was not easy to move (latency: few days). But it got progressively worse (within week knees became worse). On (B)(6) 2017, 7 days after receiving synvisc one injection, the patient had swelling, was unable to walk and walking was now more difficult than before she had the synvisc one (worse than prior to treatment). Patient said at first she tolerated the pain with ibuprofen and tylenol and then about 1.5 weeks ago the doctor gave her a cortisone shot to calm knee down. The doctor recommended cortisone shot that provided comfort for a short while. It was swollen from knee down to shin. The cortisone shot gave her temporary relief but the pain was back. On an unknown date in 2017, after unknown latency, patient could not put any weight on her right leg. If she did there was shooting pain behind knee. Patient has osteoarthritis and the doctor said there was not much cartilage especially below her knee cap. Patient was a candidate for knee replacement eventually, but he said she might benefit from synvisc one. Patient said now she could barely even walk. Patient could not even go to work today because of it. Patient was icing and elevating the knee as per doctor they have also increased her ibuprofen and tylenol dose. The pain got bad since the patient stopped synvisc one. On (B)(6) 2017, the patient consulted healthcare professional. The patient visited emergency room. On (B)(6) 2017, MRI was done (results not provided). On an unknown date in 2017, latency unknown, patient knee was now worse after receiving the injection. Patient felt that she was young to need a knee replacement. Patient has a knee replacement scheduled for (B)(6) 2018. Corrective treatment: cortisone, icing and elevating the knee for walking is now more difficult than before/can barely even walk/unable to walk, she was stiff, swollen from knee down to shin/swelling occurred; ibuprofen, paracetamol (tylenol) and cortisone, icing and elevating the knee for pain/shooting pain behind knee; not reported for cannot put weight on her right leg and knee is now worse after receiving the injection outcome: not recovered for pain/shooting pain behind knee; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with gptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for walking is now more difficult than before/can barely even walk/unable to walk, she was stiff, swollen from knee down to shin/swelling occurred, pain/shooting pain behind knee additional information was received on 12-dec-2017. The global ptc number with ptc results were added. Text was amended accordingly. Additional information was received on 17-dec-2017 from the patient. The additional event of "pregnant during treatment with sanofi-aventis product" was added with details. The event term was updated from "walking is now more difficult than before/can barely even walk" to "walking is now more difficult than before/can barely even walk/unable to walk" and from "swollen from knee down to shin" to "swollen from knee down to shin/swelling occurred". The event onset dates of "walking is now more difficult than before/can barely even walk/unable to walk" and "swollen from knee down to shin/swelling occurred" was updated from 2017 to (B)(6) 2017. The treatment (cortisone) for the event walking is now more difficult than before/can barely even walk/unable to walk was added and its seriousness criteria (required intervention was added). The outcome of pain/shooting pain behind knee was updated from unknown to not recovered. The medical history of epilepsy and allergic history was added. Clinical course updated. Text was amended accordingly. Additional information was received on 23-jan-2018 from the patient. Event of knee is now worse after receiving the injection was added along with its details. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 19-dec-2017: this case concerns a patient who received synvisc one injection and later had stiffness and walking diffciulty for which patient received cortisone shot. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after few days patient was stiff, not easy to move; after unknown latency had pain/shooting pain behind knee, swollen from knee down to shin, walking is now more difficult than before/can bearly even walk and cannot put weight on her right leg. No relevant past medications and concomitant medications were reported. Patient had difficulty in walking before synvisc one injection. Patient said before the hardest part was going down the stairs. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number and expiration date: not reported) for osteoarthritis in right knee. On an unknown date in (B)(6) 2017, the 1st 2 days or so patient was stiff and it was not easy to move (latency: few days). But it got progressively worse. On an unknown date in 2017, after unknown latency, it was reported that walking was now more difficult than before she had the synvisc one. Patient said at first she tolerated the pain with ibuprofen and tylenol and then about 1.5 weeks ago the doctor gave her a cortisone shot to calm knee down. On an unknown date in 2017, after unknown latency it was swollen from knee down to shin. The cortisone shot gave her temporary relief but the pain was back. It was reported that the patient could not put any weight on her right leg. If she did there was shooting pain behind knee. Patient has osteoarthritis and the doctor said there was not much cartilage especially below her knee cap. Patient was a candidate for knee replacement eventually, but he said she might benefit from synvisc one. Patient said now she could barely even walk. Patient could not even go to work today because of it. Patient was icing and elevating the knee as per doctor they have also increased her ibuprofen and tylenol dose. Corrective treatment: cortisone, icing and elevating the knee for she was stiff, swollen from knee down to shin; ibuprofen, paracetamol (tylenol) and cortisone, icing and elevating the knee for pain/shooting pain behind knee; icing and elevating the knee for it was not easy to move and walking is now more difficult than before/can bearly even walk; not reported for cannot put weight on her right leg. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for she was stiff, swollen from knee down to shin, pain/shooting pain behind knee.